Event description:
The customer reported to olympus, during the therapeutic procedure, the thunderbeat teflon pad detached. There was a minimal delay while a second thunderbeat was opened to complete the procedure. There were no error codes noted and there was no additional medical intervention required. No impact to the patient or the outcome of the procedure was reported.

Manufacturer narrative:
The device was not returned for analysis. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device return. Updated d4 lot number, d9, h3, h6. The device was returned to olympus for inspection, and the customer's complaint was confirmed. The teflon pad was inspected and found it is severely worn and exposing metal. There was some foreign material in the distal end. Based on the results of the investigation, it is likely that the event occurred due to no tissue or insufficient tissue between the probe and jaw when the device is activated. However, the definitive root cause was unable to be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is possible that the tissue pad fell off due to the following mechanism. 1. Part of the tissue pad peeled off because the seal & cut output was performed when nothing was gripped in the grip (including after the tissue was cut). 2.the tissue pad fell off because a load was applied to the peeled off tissue pad. The event can be detected/prevented by following the instructions for use which state: "do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation". Olympus will continue to monitor field performance for this device.